Event description:
Customer states that they ran a sample (#1) immediately followed by sample (#2) in the same batch for biotestcell 3. She states that sample #1 was 4+ in cell 1 and cell 2 and has an anti-d. Sample #2 was 3+ in cell 1 only. Repeat testing on sample #2 and panel is negative. The customer believes that sample #1 caused carry-over into sample #2. Customer refused to provide samples in question or access to the lab for specific svc intervention, so we reviewed the last field svc report. According to this field svc report from (B)(6) 2011, there is no indication for any instrument malfunction. Qc runs as required by the location passed successfully. Since the customer is neither willing to provide any result images, data or samples nor to allow any further svc activities, we are not in the position to perform detailed root cause analysis of the reported issue. Based on the limited info available it seems to be very likely that the positive reaction from sample #2 with was induced by a carryover event from sample #1 (anti-d pos).